Manufacturer narrative:
The insulin pump received with no (act and escape) button response due to flattened button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response.

Event description:
Customer's family reported via phone that the battery did not last more than one week. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.